Event description:
Additional information received indicated the event was not related to the device and no malfunction was alleged against the device.

Manufacturer narrative:
Correction: upon review, the device should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported that electromagnetic interference resulting in oversensing was observed on the device. Provocation testing was performed, and the event was not reproducible. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.